Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (ongoing, 2gm every 4th day, route not reported) and gentamicin injection (ongoing, 20mg per day, route not reported) for the event. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 b5: upon follow up, it was reported that antibiotic treatment was discontinued and the patient was recovered from peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.